Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an inaccurate delivery issue. It was reported during troubleshooting the pump was not calculating recommended boluses correctly. The reporter noted the patient¿s blood glucose was above 250 mg/dl and below 500 mg/dl with no signs or symptoms of hyperglycemia. The reported health event does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 04/08/2015-product analysis:the device was returned and evaluated by product analysis on 03/26/2015 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues. The pump successfully completed a prime sequence, bolus deliveries and 24-hour exercise test without issue or alarm. The pump correctly calculated recommended boluses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.